Manufacturer narrative:
Customer has asked for service repair on the unit. The field service representative (fsr) verified the reported issue the user facility's biomedical engineer (biomed) replaced the solenoid valves prior to the fsr's arrival. The fsr replaced the pressure switch, calibrated and performed preventative maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the "pump not primed" alarm kept sounding at the time. The cooler hater unit had to be restarted a couple times before it would work. They have had to leave the unit on. The device was not changed out, as they are continuing to use the unit. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.